Event description:
It was reported that the customer was hospitalized two times; details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event.